Event description:
The complainant alleged that duuring routine testing by a biomed the device would not charge up. The complainant indicated there was no patient involvement with this reported malfunction.